Event description:
A company representative reported that the tips of a cascadia an lordotic oblique inserter and an aleutian an inserter inner shaft fractured and were retrieved intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the cascadia inserter.